Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a gastric sleeve procedure, the first staple load was not able to fire and the surgeon was not able to squeeze the handle. The device would not close on the tissue, and the surgeon replaced the device to complete the case. No patient injury noted.